Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a3; b5; g3; h2. The following sections were corrected: h6 impact. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip girdlestone procedure due to infection. All implants were removed and the patient may receive new custom implants in a few months. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to an infection. Attempts have been made and no further information has been provided.